Manufacturer narrative:
Methodology / results: visually, the product was returned in a zip lock bag. There was no damage noted in the construction of the device. There were no traces of scratches, bubbles, or punctures on the cuff. A syringe was used to inject 15cc of air into the cuff with no issues. The cuff inflated/deflated as normal and there was no air leakage. The continuity check was performed and electrically, the resistance from end to end shall be less than 200 ohms, and the actual measurements were 17.4 ohms (red), 16.5 ohms (red with white stripe), 41.8 ohms (blue), and 15.7 ohms (blue with white stripe), all within specification. Functionally, the device was connected to the nim system and tube was submerged in a saline solution. The electrode check passed as soon as connected to the nim as well as functional test. The manipulation of the tube was performed by pulling the tube out of saline solution, reshaping the tube, and submerging the tube again in a saline solution. The result was same as prior to tube manipulation, resulted in passing electrode check and functional test. No issues found with reported product. A review of the global complaint data showed no other complaints about this lot number. In the returned condition, there was no out of specification condition that was related to the complaint. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported during thyroidectomy surgery that the device had intubated and monitored, but nim did not respond even when stimulat ion was performed. There was no delay in the procedure. The reported product was continued to be used and the procedure was completed. There was no patient impact. Additional informations received, there was no response even after stimulated. The stim return showed a zero is not confirmed. No problems occurred afterwards to complete the surgery.